Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31371574l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Initially the event was reported only under the octaray mapping catheter (g8. Manufacturer report number 2029046-2024-03459); however, additional information was received on 08-dec-2024 stating both the octaray mapping catheter and the thermocool smarttouch sf catheter were used for mapping. Therefore, the event was also reassessed as MDR reportable under the thermocool smarttouch sf. The awareness date for this report is 08-dec-2024. It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation with a octaray mapping catheter and a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, the patient's blood pressure dropped during pre-mapping of the psvt. Effusion was observed via ultrasound. Drainage was performed and the patient's condition stabilized. Patient was observed for a while on the ward. Patient fully recovered. The physician commented that it was probably a perforation by the catheter (other company¿s) that was in the right ventricle. The direct cause and causal relationship with the product were unknown. Atrial septal puncture was not performed. Ablation was not performed prior to the cardiac tamponade being identified. No abnormalities were observed prior to or during use of the product. Additional information was received on 08-dec-2024. Both the octaray mapping catheter and a thermocool smarttouch sf catheter were used for mapping.